Event description:
It was reported that patient presented to hospital after receiving inappropriate shock. Upon investigation, morphology template was noted to be incorrect resulting in inappropriate therapy. Device was reprogrammed. No further information is available at this time.